Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the device had an unexpected longevity of three years. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the actual device was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed the device indicated elective replacement (eri) on 2013 (B)(4). There was an alert for low battery voltage on 2013 (B)(4) and 2013 (B)(4).